Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery was done to reposition the implant coil.

Manufacturer narrative:
According to the information received from the field the implant coil migrated from its intended position causing pain. A revision surgery was performed succesfully. The device remains implanted and in use. This is a final report.

Event description:
The coil had migrated from it's original position and was causing the user to experience pain. A revision surgery was done to place the coil in the intended position.